Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. Another lead was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This lv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of twiddlers syndrome was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. Another lead was implanted to complete the procedure. Additional information from the field representative provided this lv lead had pulled back due to the patient's twiddlers syndrome. This lv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. Another lead was implanted to complete the procedure. Additional information from the field representative provided this lv lead had pulled back due to the patient's twiddlers syndrome. This lv lead has not been returned. No additional adverse patient effects were reported.